Manufacturer narrative:
Following several intubations the cuff could not be inflated due to leaking cuff. Batch records indicated no such problem with these orders. The tracheal and bronchial cuffs of both retain samples were inflated and immersed in alcohol and water - no leakage was detected from both tubes. The bronchial and tracheal cuffs were inflated and immersed in alcohol and water - leakage was detected from the tracheal cuff on all three returned units. Closer examination revealed 12-20mm "v" shaped slits on the body of the tracheal cuffs at right angle to the main tube body on all three returned samples. Microscopic examination revealed that the slits were caused by a "tearing" action. The single wall thickness was measured away from the damaged area on all three returned units and was found to be within blueprint specifications. The returned units did not cause injury to the patient. The reported problem was detected on the returned samples. There is no evidence to suggest that the reported problem occurred in house. All co's cuffed catheters undergo a four hour inflate/deflate test prior to packing and it is at this point that any defects are removed from the order. Operators are aware of the delicatee nature of the cuffs and handle the prodcut with great care throughout the production process.

Event description:
Loose connections between tubing and connector.